Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from back-to-back blood tests of 148 and 124 mg/dl and 138 and 118 mg/dl. The customer¿s expected am fasting blood glucose test result range is 135-138 mg/dl. The customer reported symptoms of blurry vision, feeling sick to her stomach, dizzy and lightheaded; medical attention was not needed at the time of the call. During the call, a back-to-back blood test was performed by the customer non-fasting and produced test results of 129 mg/dl and 127 mg/dl using true metrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 03/14/2024 and test strips were opened less than one month ago. The meter memory was reviewed for previous test result history: result 1: 148 mg/dl , date: (B)(6), time: 10:14 am, unsure. Result 2: 124 mg/dl, date: (B)(6), time: 10:11 am, unsure. Result 3: 138 mg/dl, date: (B)(6), time: 07:45 am, fasting. Result 4: 118 mg/dl, date: (B)(6), time: 07:43 am, fasting. Result 5: 138 mg/dl, date: (B)(6), time: 08:18 pm, fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event or product problem: adverse event report is being submitted due to symptoms related to diabetes: dizzy, lightheaded, blurry vision and "sick to stomach." Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 06-jan-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.